Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was leakage from the sheath valve. During an ablation procedure to treat atrial fibrillation (af), a polarsheath steerable sheath was selected for use. While inside the patient, a leak was observed from the sheath valve. The device was replaced, and the procedure was completed successfully without patient complications. No further information regarding the leak was provided, nor was a response received via good faith effort (gfe) to clarify. The device has been disposed of and will not be returned for analysis.